Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Impella cp was inserted via the right femoral artery in an 83-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions shock stage d. The patient¿s medical history was prior coronary artery bypass grafting, known coronary artery disease, and diabetes mellitus. During support in the intensive care unit, the patient developed decreased distal pulses in the affected limb, raising concern for limb ischemia. A decision was made to return the patient to the catheterization laboratory for placement of an antegrade perfusion catheter. Following this intervention, the limb ischemia was reported as resolved. The patient remains on impella cp support following resolution of the ischemia. No issues of pump performance noted with dextrose five percent in water with 25 milliequivalents per liter of sodium bicarb in the purge solution.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6b, date of explant, has been added.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes were updated.

Event description:
Updated clinical narrative: (with aei). The field representative reported that an antegrade reperfusion sheath was placed while on support in the intensive care unit. Impella cp was removed via cutdown due to thrombus in both groins. Explant and cutdown was noted to be successful. Clinical narrative: impella cp was inserted via the right femoral artery in an 83-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions shock stage d. The patient¿s medical history was prior coronary artery bypass grafting, known coronary artery disease, and diabetes mellitus. During support in the intensive care unit, the patient developed decreased distal pulses in the affected limb, raising concern for limb ischemia. A decision was made to return the patient to the catheterization laboratory for placement of an antegrade perfusion catheter. Following this intervention, the limb ischemia was reported as resolved. The patient remains on impella cp support following resolution of the ischemia. No issues of pump performance noted with dextrose five percent in water with 25 milliequivalents per liter of sodium bicarb in the purge solution.